Event description:
Customer reports the tubing broke at filter area during chemotherapy treatment on pt. The pt was being administered the chemotherapy drug taxotere. Total volume is not known. The pt was laying on a hospital bed napping at the time of the incident. Approximately 3/4 of an hour into therapy the pt's spouse noted that the tubing had broken apart and chemotherapy drug was flowing onto the floor. There was approximately 50cc of solution remaining in the bag at this point. Therapy was stopped and restarted with another tubing. There was not pt exposure to the chemotherapy and no injury was reported amongst the staff.